Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the suture of this product was broken when the surgeon pulled it with forceps. Surgery was completed using an alternative product. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned device confirms the reported material fracture. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.